Manufacturer narrative:
Correction: please retract this report 2135147-2024-03530, the same issue was previously reported as 2135147-2024-03464-00. This file is a duplicate.

Event description:
Clinical information: crd_1049 - abbott af post approval study, patient site ID: (B)(6). It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The patient had "chicken wing" anatomy. The patient's left atrial pressure was 14mmhg. 7500 units of heparin were administered. During implant, upon deploying the disc, it was noted that there was a gap on the mitral side. The device was re-captured and several attempts were made to re-deploy, however the device was too small and could not adequately cover the left atrial appendage. The occluder and delivery system were both removed from the patient and replaced with a new 28mm amplatzer amulet left atrial appendage occluder and 14f amplatzer torqvue 45x45 delivery sheath. The device was deployed. The device showed good compression. A tug test was performed. A pericardial effusion was noted in the transverse sinus. The device was released from the delivery cable. Several minutes after pulling the delivery sheath back into the right atrium and administering protamine, the pericardial effusion developed into a circumferential cardiac tamponade. A pericardiocentesis was performed, and a drain was placed with 700cc of blood aspirated. The patient status was stable.

Event description:
Clinical information: crd_1049 - abbott af post approval study, patient site ID:(B)(6). It was reported that an unknown amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. The device was implanted. During the procedure, the patient developed a pericardial effusion. A pericardiocentesis was performed, and a drain was placed. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.